Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would alarm failed battery test every time the battery is changed. Blood glucose value was unknown. The customer stated that the alarm recurred after replacing the battery cap. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all the operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test alarm noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.